Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The distribution board was found functional and ribbon cable needs replacement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. Reportedly the error was intermittent and an abnormal noise was heard. There was no patient involvement.

Manufacturer narrative:
H10: through follow-up communication with field service representative, livanova learned that the reported issue was related only to processor board and not to pump or cable. After cleaning the patient pump and replacing the processor board the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Therefore, most likely root cause of the reported event was traced back to a defective processor board.

Event description:
See initial report.